Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat vaginal vault prolapsed, 3rd degree rectocele, enterocele. It was reported that following insertion the patient experienced pain, erosion, infection, bowel problems, fistulae, recurrence and dyspareunia. (B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat pelvic organ prolapse on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy with bilateral salpingo-oophorectomy, mccall culdoplasty, bilateral sacrospinous ligament colpopexy and cystoscopy. It was reported that the patient underwent mesh removal in (B)(6) 2010 for erosion.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced dyspareunia and adhesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.